Event description:
It was reported that the patient experienced a post puncture headache that kept the patient immobile during the entire trial process. The physician prescribed the patient with medicine and scheduled the patient with a blood patch however the patient did not follow through. The patient underwent a lead pull. No device malfunction was suspected. The patient was doing well. The removed trial lead was discarded.